Manufacturer narrative:
(B)(6). The intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to a hyperopic result, blurry vision, and high percentage of glare post cataract surgery. There was no suture, vitrectomy or incision performed. The lens was discarded. Patient was stable post-operative (op). Another johnson & johnson dib00i0225 lens (different model and lower diopter) was implanted as a replacement. No further information is provided.